Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 479 mg/dl at the time of the incident. Customer reports that changed infusion set system and noticed that insulin did not pass through its line. Customer programmed multiple boluses while disconnected from the tubing and confirmed insulin did not exit and the blood glucose was increased. Customer treated with manual injection. Customer performed 5u bolus in the air. The bolus delivery completed successfully. Performed self test and self test passed. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.